Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo. The lead segments returned were a proximal portion measuring 49.5 cm and a distal portion measuring 49.5 cm.

Event description:
It was reported that the patient went to the hospital due to receiving many shocks. It was observed that the right ventricular lead had increasing impedance and short v-v intervals. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.